Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on (B)(6) 2016 and the electrosurgical device was used. During the procedure, the loop of the handle broke in the middle. The procedure was completed with a monopolar permanent material from the hospital. There were no patient consequences reported.